Event description:
The end user stated the tires are locking up on him. He stated that he can hear the bearings grind. The end user stated that on (B)(6) 2014 he was in his house and the tires locked, the patient stated he was tossed from chair and he had to have rescue come to his house. The paramedics picked him up and put him in the wheel chair.